Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b27011, h14a18012, and h13l03021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 2. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneally (ip), every 3 days for 2 weeks) and ancef (1gram, ip, daily, for 7 days) for peritonitis. The cause of the peritonitis was not reported. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).